Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicating a system advisory displayed during surgery. There was not a illumination problem as previously reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lamp three and four needed replacement. No other details provided. Additional information has been requested, but not received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). (B)(4).